Event description:
It was reported that the customer experienced ongoing elevated blood glucoses (bg) level ranging from 396 mg/dl to a value displayed as "high". The customer delivered a correction bolus to address the bg. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.